Event description:
It was reported that a patient presented with inappropriate pacing output resulting in ventricular tachycardia. No intervention or further adverse patient consequences were reported.